Manufacturer narrative:
Device not returned for analysis.

Event description:
The device was used during an unk procedure. It was reported by the affiliate that the blade of the device did not activate. A new device was used to complete the case. There was no patient consequence.